Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer reverted to using manual injections for insulin therapy. Customer went to the emergency room (ER) and intravenous fluids (type not reported) were administered. Customer was in the ER for 8 hours and was not admitted to the hospital. Cause of event was not known. Customer declined to provide further information regarding the event.